Event description:
The nurse reported the vitrectomy probe stops working after the surgeon attempts to activate irrigation with the footswitch. Add'l info rec'd from the surgeon stated the surgeon was performing a planned corneal transplant and anterior vitrectomy. When the surgeon attempted to access continuous irrigation with the footswitch, the anterior vitrectomy would stop. The surgeon was able to bypass the mode switch and completed the anterior vitrectomy. The corneal transplant was completed. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval an no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).